Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred three minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was caused by a separation at the t-connector. Additional information was obtained through follow up with the facility¿s clinic manager (cm). The cm confirmed all connections were secure prior to treatment initiation. Reportedly, the device was not inspected for defects prior to use. There was no leaking observed during the priming of the lines. The cm stated there was an air detector alarm that occurred during the treatment. There were no changes in the patient¿s blood flow rate (bfr). However, the cm stated the patient¿s bfr was at 100 ml/min due to small air bubbles in the dialyzer that were being removed. The normal saline line was opened to give it a flush and the arterial line was then clamped below the saline line. This was the point at which the line ¿fell apart¿, or separated. The patient was dialyzing on a fresenius 2008t machine and was utilizing a fresenius optiflux dialyzer. Blood test strips were not used. After the separation occurred, the treatment was immediately stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The combi set was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.